Manufacturer narrative:
(B)(4). On (B)(6) 2015, the pd catheter was removed and dianeal therapies were discontinued due to the patient did not respond to the peritonitis treatment. On the same day, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was further described as patient did not wear a mask. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. The outcome and patient recovery status of the event were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.